Manufacturer narrative:
(B)(4). Date sent: 05/04/2016. (B)(4). The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, some deployed staples were loosely b-formed at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.